Event description:
It was reported that during a total hip arthroplasty, the fixation screws slipped through the holes in the shell component. There was no patient impact as a result and the fixation screws remain implanted. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h6; h11. D10: medical product: burch-schneider, reinforcement cage, new, left, 56: catalog #0100191156, lot#3244799h2; cancl bone scw ti 6.5mmx3: catalog #430107035, lot#ni, qty#3; cancl bone scw ti 6.5mmx3: catalog #430107030, lot#ni, qty#1; cancl bone scw ti 6.5mmx2: catalog #430107020, lot#ni, qty#2. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: burch-schneider, reinforcement cage, new, left, 56: catalog#0100191156, lot#3244799h2; cancl bone scw ti 6.5mmx2: catalog#430107020, lot#ni; cancl bone scw ti 6.5mmx3: catalog#430107035, lot#ni. G2: foreign, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the fixation screws slipped through the holes in the shell component. Information regarding patient impact and subsequent intervention has not been provided. Due diligence is in progress for this event; to date no additional information has been received.